Event description:
An issue was discovered at a customer site (highlands ortho). The officepacs migration tool incorrectly identified pt for prior studies during the reconciliation migration process. Images were identified for a specific pt in orthopacs post-migration but the images were different than the original visit in officepacs.

Manufacturer narrative:
The officepacs migration tool that caused the malfunction in this case, is not a deployed feature of the officepacs product. The tool is used by the internal professional services team at merge to perform pacs migrations. Once the issue was reported, the professional services team was able to examine log files on the destination device to find the mismatched values that did not reconcile. Those studies were manually deleted then from the system and re-migrated. (B)(4).